Event description:
It was reported that the asymptomatic patient received a vibratory alert. Upon interrogation of the implantable cardioverter defibrillator, elective replacement indicator was observed. The device had exhibited premature battery depletion and was in backup operation. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.